Manufacturer narrative:
(B) (4). The ge service rep checked the cables in the workstation. The system was repaired, found to be operating as intended, and released to the customer for use.

Event description:
The customer reported that both screens were black during an exam. No pt injury was reported.